Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phm903 batch number, and no non-conformances were identified. Summary: it was received for analysis an unopened sample of product code jj31g, lot phm903. The product code is control release and required eight strands per packet. During the visual inspection of the unopened sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the sample received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements events were submitted via medwatches 2210968-2020-02811, 2210968-2020-02812, and 2210968-2020-02813.

Event description:
It was reported that the patient underwent a partial hysterectomy on (B)(6) 2020 and the suture was used. During surgery, the suture detached/broke off from the needle during use. There were no patient consequences reported.